Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 after a supply change and dinner, with a highest cgm reading of 273 mg/dl and a confirmatory glucometer value of 267 mg/dl; the user performed a site-only change with no observed cannula bend or leakage and uses prefilled cartridges. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.